Manufacturer narrative:
A ge service representative performed an onsite investigation. The grid from the image intensifier was removed. The system was then found to be operating as intended.

Event description:
The customer reported that there was a shadow in the image. Consequently, the image quality was degraded to the point where the system was rendered unusable. There is no report of pt injury.